Manufacturer narrative:
Date of event estimated. "The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000038512."

Event description:
It was reported that the patient's leads had migrated, which was confirmed with imaging. As a result, the patient is experiencing ineffective stimulation. Surgical intervention may take place at a future date to address the issue. "The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000038512."

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01243. Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the right lead was repositioned and pulled down to the correct position also the left lead was explanted and replaced to address the issue. The ipg was also replaced but met longevity. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.